Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that he was hospitalized for a high blood glucose of 550 mg/dl and diabetic ketoacidosis. The customer was treated and released. The customer's insulin pump alarmed no delivery last night as well. The patient's blood glucose at the time of incident was 437 mg/dl. The customer had been having issues with bent cannulas. He customer changed his infusion set and reservoir and treated via manual insulin injection. A 5.0 unit fixed prime was unsuccessful. The customer disconnected and reconnected the same reservoir and infusion set and the prime process was successful. The customer was advised that the insulin pump was working as designed, and that the no delivery alarm was caused by a connection issue.